Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident from the 1st to the 14th distal stent wraps with struts bunched and overlapping. The distal tip was kinked and deformed. A 0.014 inch guidewire was backloaded through the distal tip and advanced proximally through the guidewire entry port with no resistance noted. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was not performed. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It is reported that the device was hung up inside a non-medtronic guide extension catheter. The issue occurred during advancement of the device and during withdrawal of the device from the guide catheter. No intervention was required to remove the device from the patient. No issues noted with the non-mdt guide catheter prior to the stent being hung up. No patient injury is reported.